Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  a few days ago they turned on the programmer and as soon as it communicated with the stimulator they got a severe tingling stimulation in the right hip and right leg that was painful. They have not used the therapy since because they are afraid it will happen again. The patient has not had any falls or traumas that could have affected the implanted components. The bowel has gotten better but urinary incontinence continues. The patient noticed before they turned therapy off they  they were on program 3 when they had been on program 1, so patient thought the program "jumped" on its own. Reviewed how to change back to program 1, and the patient was able to successfully do so. The troubleshooting steps that were taken on the call resolved the issue. The patient called back because they have had pain in right hip radiating down to their right leg after switching of programs. The agent asked the patient to decrease stimulation to see if that will lessen the pain and see if that set up will work. The agent also added to switch to a different program. The patient said they will decrease the stimulation first and see if that will work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an appointment with hcp on (B)(6) 2025. The cause of the program changing on its own was not determined. The issue was resolved, they stated they were instructed by customer service how to change the program back to program #1. They state there had been no repeat incidents of the program changing spontaneously. 2025-jul-25 (B)(6): additional information was received from the patient. The patient reported that they had contacted their hcp about the issue. The cause of the program changing on its own was not determined. The patient reported that they were not aware of any steps taken to resolve the issue. The patient reports the issue had been resolved, and the incident had not been repeated.

Event description:
Additional information was received from the patient. They reported that they had an appointment with hcp on (B)(6) 2025. The cause of the program changing on its own was not determined. The issue was resolved, they stated they were instructed by customer service how to change the program back to program #1. They state there had been no repeat incidents of the program changing spontaneously.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.